Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available then it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: (B)(4). It cannot be determined which, if any of these devices may have caused or contributed to the pt's infection.

Event description:
It was reported that, "pt stated she has been experiencing pain, hearing an odd noise (she can't describe it) and frequent urinary tract infections."